Event description:
The user facility reported an 89-year-old female with high risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. It was reported that when attempting impella cp placement via single access, the physician punctured the peel away with the needle. Due to this, the peel away sheath had to be removed and the repo sheath inserted. Single access was not able to be used. Percutaneous coronary intervention was performed through the radial. The impella cp was weaned and explanted successfully at conclusion of the case. No patient harm was reported.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation for the reported introducer damage has been completed. According to the clinical, before beginning impella cp support while the physician was attempting single access they punctured the peel-away sheath with a needle. The peel-away sheath was then removed and the repo sheath was inserted. No product was returned for a visual inspection. Data log analysis was not necessary for this complaint. The most likely cause of the mechanical introducer damage was use related.